Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage found on the pump. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis, the customer's concern regarding alarms every time latch is closed, was not able to be duplicated. The upper stream occlusion (uso) sensor passed an upstream occlusion test but on surface looks to be depressed. The uso sensor will be replaced as a preventative measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical pump was alarming every time the latch was closed. There was no patient present at the time of the event. There were no reported adverse events.